Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The investigation has shown that the tip of the extraction screw is broken off as complained. The review of the manufacturing documents revealed that the present instrument was manufactured in march 2010 and that it conforms to the specifications. We therefore conclude that the cause of failure is not due to any manufacturing non conformances and we have to assume, that exceeding applied mechanical forces, due to the cold welding of the locking screw/liss plate, caused this breakage. The extraction screw was manufactured according to the specifications.

Event description:
It was reported that the extract screw broke during screw removal. During removal of the liss tibial plate, one screw stuck in the plate. The surgeon tried to remove the screw with the conical extraction screw but it broke in the attempt to remove the screw from the plate. This is report 1 of 1 for complaint (B)(4).